Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. The site and supplies were changed and insulin resumed. Due to the event occurring in the past and supplies being changed, troubleshooting to determine the source of the occlusion was unable to be performed.